Manufacturer narrative:
Section d4, primary UDI number: updated. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of hypertension could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed low flow hazard events which the account attributed to hypertension. The submitted log file contained events from 28aug2024 through 10sep2024, per the timestamps. Intermittent low flow hazard events were captured throughout the file. Flow values were recorded at 2.4 lpm during these events, consistent with the reported event. Additionally, blank flow events were captured on 02sep2024 and 04sep2024, per design. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains on going on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate ii lvas, including hypertension. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. This section also states that "if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays '+++' or '---'... This prevents the display of inaccurate flow information." Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard, and the appropriate actions associated with each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's flow was showing "---". The patient presented to hospital for low flow hazard alarms due to hypertension with mean atrial pressure (map) in low 100's. Blood pressure medications were adjusted and maps stayed in 70's with flows between 2.6-2.9lpm. Flows were intermittently showing "---" on heartmate touch. They received fluid bolus with improvement of parameters. An echocardiogram was performed with no complications noted. Healthcare provider endorsed on historical screen some low flow hazard events with flows of 2.4lpm. The patient transferred care to (B)(6) on (B)(6) 2020. The center reported that the "- - -" display was common with heartmate 2. The pump speed was reduced, with plan to continue to monitor.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of hypertension could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed low flow hazard events which the account attributed to hypertension. The submitted log file contained events from 28aug2024 through 10sep2024, per the timestamps. Intermittent low flow hazard events were captured throughout the file. Flow values were recorded at 2.4 lpm during these events, consistent with the reported event. Additionally, blank flow events were captured on 02sep2024 and 04sep2024, per design. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains on going on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. This section also states that "if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays '+++' or '---'... This prevents the display of inaccurate flow information." Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. This also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard, and the appropriate actions associated with each alarm condition. No further information was provided. The manufacturer is closing the file on this event.